Event description:
It was reported that the pacemaker was found to be in safety mode during interrogation. Furthermore, fluoroscopic image was obtained, and it was revealed that there was a probable fracture in this right ventricular (rv) lead. Technical services (ts) stated that this device and lead should be replaced soon. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section d6b explant date.

Event description:
It was reported that the pacemaker was found to be in safety mode during interrogation. Furthermore, fluoroscopic image was obtained, and it was revealed that there was a probable fracture in this right ventricular (rv) lead. Technical services (ts) stated that this device and lead should be replaced soon. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.